Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an o-ring on the pneumatic tap. The customer was able to remove the o-ring from the pump and the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 64-65 mg/dl.